Event description:
It was reported that the patient presented to the emergency room experiencing dizziness with pre-syncope. Upon interrogation, the right ventricular lead exhibited loss of capture. The patient had an escape rhythm of 20 to 30 beats per minute. Upon review of the autocapture threshold trend it was noted that the lead had not been working properly since (B)(6) 2015; a gradual decrease in impedance was also noted since 2010. On (B)(6) 2015, the lead was successfully capped and replaced. The patient was doing ok after the procedure.

Manufacturer narrative:
(B)(4).